Manufacturer narrative:
No medwatch form was received.

Event description:
Five episodes of ventricular interference were observed on the egm. Noise was observed on the egm with provocative movement but was not detected. Emi or lead damage suspected. No further evaluation may be accessed since the lead remains implanted and printouts related to the event were not provided.